Manufacturer narrative:
Integra has completed their internal investigation on july 22, 2016. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; this investigation was able to confirm that the explanted carpal polyethylene implant showed evidence of delamination on one end of the articular surface with complete wear through on the ulnar side. There was evidence of extensive wear on the head of the shorter 4.5 mm bone screw (p/n 26-4515) and long the top of the rim of one of screw hole bosses on the carpal plate. Based on the inspection and analysis, the carpal polyethylene implant associated with this customer complaint underwent long-term oxidative degeneration resulting in delamination. Delamination of the carpal polyethylene implant, in combination with normal wrist flexation, resulted in complete wear through of the carpal polyethylene implant and direct metal- to-metal contact of the top of the carpal plate screw hole boss with the radial implant, leading to metallosis. Oxidative degeneration of the universal2 polyethylene implant is a known failure mode, which may result in delamination and appears as a cracked or broken implant. This can result in premature failure by loosening, fracture or wear of the implants. The universal2 carpal polyethylene implant associated with this customer complaint was manufactured and subjected to gamma sterilization in september 2007. The original surgery was conducted in 2009, indicating that the carpal polyethylene implant was approximately two years old when implanted and almost nine years old when it was removed. The universal2 carpal polyethylene implants, including the lot associated with this complaint, are packaged under ambient conditions. The presence of oxygen during the sterilization process may reduce the resistance of the polyethylene material to fatigue wear which can cause pitting and delamination. DHR review; DHR - carpal polyethylene implant: review of device history records determined that the carpal polyethylene implant (p/n 26-2200, lot # 11052, purchase order # (B)(4)), consisting of a quantity of (B)(4) pieces, was manufactured by (B)(4) and received at (B)(4) on august 16, 2007 inspected (n = 20) and released into inventory on august 28, 2007. (B)(4) provided an inspection data report, documenting that all measured dimensions were within tolerance for lot # 11052, based on drawing 262200, rev. C. (B)(4) also provided a certificate of conformance for the premium grade ultra high molecular weight polyethylene (uhmwpe) that was used to manufacture the carpal polyethylene (poly) implant. Uhmwpe lot # 53402-8190-1 was purchased from (B)(4) and received in july 2007. The carpal polyethylene implants (B)(4)were sent to special team medical services inc. For packaging and gamma sterilization under work order (B)(4) and purchase order (B)(4) and were returned on september 11, 2007, inspected and released into inventory on september 17, 2007. After processing by special team, the lot number that was used on the product box label was 11052-20-11061. There were no material non-conformances or variances associated with the inspections of lot # 11052. DHR - carpal plate implant: review of device history records determined that the carpal plate implant (p/n 26-1201, lot # 11089), consisting of a total of (B)(4), was manufactured by (B)(4) and received at (B)(4) in two partial shipments. (B)(4) provided a certificate of conformance stating that the implants had been manufactured according to drawing 26-1200, rev. B the first shipment of five pieces arrived at (B)(4) on december 21, 2007, was inspected (n = 5) and released on january 25, 2008. The five pieces were sent to special team medical services inc. For packaging and gamma sterilization under work order (B)(4) and purchase order (B)(4) and were returned on february 23, 2008, inspected and released into finished goods inventory on february 26, 2008. The second shipment, consisting of (B)(4), arrived at (B)(4) on march 14, 2008, was inspected (n = 20) and released on march 21, 2008. The (B)(4) were sent to special team medical services inc. For packaging and gamma sterilization under work order (B)(4) and purchase order (B)(4) and were returned on april 10, 2008, inspected and released into finished goods inventory on april 14, 2008. There were no material non-conformances or variances associated with the inspections of either partial shipment of lot # 11089. DHR - bone screw, 4.5 mm x 15 mm: review of device history records determined that the 4.5 mm bone screw, 15 mm length (p/n 26-4515, lot # 10578), consisting of a quantity of (B)(4), was manufactured by (B)(4) and received at (B)(4) on december 19, 2006 inspected and released into inventory on december 19, 2006. (B)(4) provided a certificate of conformance stating that the implant screw had been passivated according to drawing 26-4515, rev. D and also provided a material certification. There is no evidence of any material defects or variances associated with the 4.5 mm bone screws, lot # 10578. The bone screws are provided as non-sterile in the universal2 instrument set and are subjected to steam sterilization prior to surgery. DHR - bone screw, 4.5 mm x 35 mm: review of device history records determined that the 4.5 mm bone screw, 35 mm length (p/n 26-4535, lot # 10578), consisting of a quantity of (B)(4), was manufactured by (B)(4) and received at (B)(4) on december 22, 2006 inspected and released into inventory on december 22, 2006. (B)(4) provided a certificate of conformance stating that the implant screw had been passivated according to drawing 26-4515, rev. D and also provided a material certification. There is no evidence of any material defects or variances associated with the 4.5 mm bone screws, lot # 10578. The bone screws are provided as non-sterile in the universal2 instrument set and are subjected to steam sterilization prior to surgery. DHR - radial implant: the radial implant (p/n 26-3200rt) did not have a lot number etched on it. This prevented integra from performing a device history record review. Complaints history; a trend analysis failure rate was performed by determining the number of reported non-conformances for the universal2 total wrist system carpal polyethylene implants. A failure rate percentage was determined by calculating the non-conformance rate as a function of the number of opportunities based on the number of universal2 total wrist system carpal implants that have been sold. This analysis was based on using the number of carpal plate implants that have been sold since each carpal plate also requires the sale of a carpal polyethylene implant, thus a one-to-one correspondence. Additionally, the analysis only involved sales through april 2014, since the sale of the universal2 total wrist system decreased dramatically after the introduction of freedom wrist in june 2014. The (B)(4) universal2 total wrist carpal plate implants were sold from january 2009 to april 15, 2014. Including this complaint, integra has received nine confirmed customer complaints involving a failed polyethylene implant, requiring revision surgery, resulting in a frequency of 0.409% for the same time frame. Conclusion: based on the findings of this investigation the likely root cause for this customer complaint was that the carpal polyethylene implant underwent long-term oxidative degeneration resulting in delamination. The appearance of the explanted device is consistent with numerous studies that have evaluated the effects of oxygen on the stability of uhmwpe. Delamination of the carpal polyethylene implant, in combination with normal wrist flexation, resulted in complete wear through of the carpal polyethylene implant and direct metal- to-metal contact of the top of the carpal plate screw hole boss with the radial implant, leading to metallosis.

Manufacturer narrative:
Other MFR report # 3004608878-2016-00072. To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2015 patient came with soreness and on (B)(6) 2016 a revision surgery was done. Joint exposure revealed black "synovial fluid" and approximately a "teacup" amount of fluid was removed from joint space. Carpal poly component had eroded to show screw heads. All components, including carpal plate, carpal screws, and radial implant were removed. Antibiotic spacer was implanted and cultures sent. Additional information was requested and on march 29, 2016 the following was received: (B)(6) female with slac (scaphoid lunate advanced collapse) and oa (osteoarthritis) on the right wrist. Initial procedure on 2009. Excellent post-operative recovery with no problems. No complaints until (B)(6) 2015 while opening the refrigerator door starting with excruciating pain. Presents to office on (B)(6) 2015. Almost a teacup full of blackened synovium extracted on (B)(6) 2016.